Event description:
An (B)(6) year old male underwent a fenestrated endovascular aaa repair. A proximal zfen with 2 scallops (right renal and sma) and one small fenestration (left renal) was implanted. The right renal artery was unable to be seen after deployment. Following the procedure, the pt's creatinine rose significantly. The right renal artery could not be observed on a follow-up CT. An angiogram was performed to try to salvage the right renal artery, or visualize it. This was unsuccessful. According to the physician, the scallop for the right renal artery was made in the wrong position, more like 10:30 versus the required 9:30 position.

Manufacturer narrative:
Investigation ongoing.